Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38, indicating consecutive stalled motor events, and multiple restarts did not resolve the alarm; the device was shut down, and a replacement was arranged, with instructions provided on data sync, return logistics, and that data would not transfer to the replacement. Symptoms included no reported adverse health effects, and blood glucose remained unaffected. Outcomes included continued cgm use with dexcom and device replacement. Investigation included technical support, troubleshooting, and education, device shutdown guidance, and replacement logistics. Investigation of the returned device revealed a motor stall malfunction consistent with a pump motor drive issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.